Event description:
It was reported the patient's "relative alleged pacemaker failure," the patient's lung collapsed, and the patient died. The manufacturer's representative reported the device was in good working order, but that during implant, the patient experienced a pneumothorax, his condition deteriorated, and he subsequently died. Additional information from hcp reported patient readmitted for lead repositioning 4 days post implant after having runs of svt then brady in the 30s. He developed the pneumo after the repositioning which then required chest tube insertion. He had runs of svt and possibly atrial fib that the hcp felt "all are related to his pneumo." The hcp reported cause of death to be non-cardiac, specifically a pulmonary embolus, the death was not device related, and "the pacemaker was functioning well and the lead was in proper position."

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. There was no indication the death was device related. Date of death has been corrected from what was previously reported. Other: it was reported the patient's "relative alleged pacemaker failure," the patient's lung collapsed, and the patient died. The manufacturer's representative reported the device was in good working order, but that during implant, the patient experienced a pneumothorax, his condition deteriorated, and he subsequently died. Additional information from hcp reported patient readmitted for lead repositioning 4 days post implant after having runs of svt then brady in the 30s. He developed the pneumo after the repositioning which then required chest tube insertion. He had runs of svt and possibly atrial fib that the hcp felt "all are related to his pneumo." The hcp reported cause of death to be non-cardiac, specifically a pulmonary embolus, the death was not device related, and "the pacemaker was functioning well and the lead was in proper position." No conclusion can be drawn.